Event description:
It was reported that during use on a patient, the ECG on the cardiosave intra-aortic balloon pump (iabp) was unable to read and the intra-aortic balloon was unable to inflate. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and was not able to find the reported issue in the iabp event logs. However, when the stm powered up the iabp unit in operational mode, an autofill failure code #37 was generated. The fse checked the pneumatic module assembly, and found bodily contaminate in the tidal disk tubing and bodily contaminate on the pneumatic module assembly. In addition, the stm checked the entire pneumatic system for condensation and none was observed. The stm replaced the pneumatic module assembly, and performed and completed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the ECG on the cardiosave intra-aortic balloon pump (iabp) was unable to read and the intra-aortic balloon was unable to inflate. There was no patient harm and no adverse event was reported.